Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a vessel sealer extend instrument was defective. The procedure was completed. No reported known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system, and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open and close. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.